Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was performing a controller exchange and during the driveline disconnection, the patient accidentally grasped and pulled the strain relief instead of the driveline connector. As a result, the inner wires of the driveline cable were exposed and the driveline connector clamp was loose. It was further reported that the previous driveline sheath repair was removed and multiple breaks and cracks along the outer sheath were noted. There were no pump stops associated with this event. The driveline sheath and connector were repaired on an outpatient basis. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. Three (3) low flow alarms were logged on (B)(6) 2018. Three (3) vad disconnect alarms were logged on (B)(6) 2018 due to physical disconnection of the driveline from the controller. On-site inspection of the driveline cable revealed the old repair was damaged, multiple breaks and cracks along the driveline were observed upon removal of old repairs. Additionally, the strain relief was partially pulled back exposing some wires and the connector clamp nut was loose, confirming the reported event. The strain relief was placed back in its original position and an extra rescue tape was added at the strain relief for protection. A driveline sheath repair and driveline connector repair were performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. The most likely root cause of the strain relief damage may be attributed to the reported improper pulling of the driveline cable at the strain relief while performing the controller exchange. An internal investigation has been opened to evaluate loose driveline connector issues and implement corrective actions as required. Based on the internal investigation, the most likely root cause of the reported event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.